Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported.¿ this report is number 1 of 4 MDR's filed for the same event (reference 1825034-2014-02191 and 07058 / 07060).

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. The modular head and taper adapter were removed and replaced. Additional information provided in patient medical records indicate the total left hip arthroplasty occurred on (B)(6) 2011. Additional information provided in patient medical records indicate the left hip revision performed on (B)(6) 2012 was due to pain. The patient's operative report noted metallosis. Additional information provided in patient medical records indicate additional left hip revision performed on (B)(6) 2012 due to pain and dislocation. The patient's operative report noted soft tissue tear and dislocation. This report is based on allegations set forth in plaintiff&#38112;complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, PMA/510(k) number, manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of pain, loss of range of motion, bone/tissue damage, elevated metal ion levels and metallosis. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.